Manufacturer narrative:
Date of event: used (B)(6) 2022 (first day of the bsc aware date month) as the event date was not provided.

Event description:
It was reported that the burr tip was fractured. During preparation, a rotawire was unable to pass through a rotapro 1.50mm. It was observed that the burr tip was fractured. A new rotapro device was selected to successfully complete the procedure. No patient complications were reported.